Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator was powered on and it went into normal ventilation mode. The ventilator immediately alarmed "disc/sense". The alarm was visual as well as audible. After a few minutes the ventilator began to warm up and become hot to the touch. Bench testing revealed a seized turbine. Inspection of the turbine revealed traces of aluminum nodules. Carefusion replaced the turbine assembly to address the reported issue.

Event description:
It was reported to carefusion that the ventilator was hot. While in service, carefusion verified that the ventilator was hot to touch. This reportable issue was discovered while in service, therefore there was no patient involvement associated with this complaint.